Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6)2010. During the procedure, the pt experienced chest pain and the case was abruptly aborted. The pt was taken to the hospital emergency room for further tests and eval. The pt stayed overnight in the emergency room for observation. Currently, the pt is fine. The pt reportedly had a "self induced anxiety attack."

Manufacturer narrative:
(B) (4) - chest pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.